Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was prominent as it was pushing out too much. The whole system was explanted and reused on (B)(6) 2018. The device was placed lower into the chest. The patient was asymptomatic to the issue. No further information was reported.